Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced hypothyroidism. The cause was reported as a small amount of the iodine seeped into the lines and entered the patient. On an unknown date, the patient was hospitalized for the event. Fifteen days prior to the receipt of the report, the patient started treatment with thyroxine (25mg daily; route and duration not reported) for exogenous thyroxine replacement therapy. Action taken with pd therapy and patient recovery status were not reported. Two days after the receipt of this report, the thyroxine was held for two weeks then restarted. No additional information is available.